Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the torn o-ring. He completed reconditioning of the unit. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed the balance regulator test due to a torn o-ring on the regulator seat. There was no patient involvement.